Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4).

Event description:
It was reported that patient enrolled in a clinical study and underwent left total hip arthroplasty on (B)(6) 2016. Subsequently, patient underwent manipulation on (B)(6) 2016 due to dislocation. While hospitalized for manipulation, patient was diagnosed with an infection in the joint. A revision procedure was performed on (B)(6) 2016, during which the modular head and acetabular liner were removed and replaced.